Event description:
It was reported "aim beam fired straight at 2,711 joules." The procedure was completed with a second fiber. No report of patient or end user injury.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.